Event description:
I'm coming back to you because, once again, we've received a materiovigilance declaration concerning the seringue a usage unique 50ml luer lock ref 300865, lot n°: 2312017. In spite of our previous declarations since march, we have recently received syringes from the same batch, on which leakage problems continue to occur in our care departments, particularly in intensive care, where the consequences can be extremely serious for patients. Additional information received: can you confirm that there was an impact on the patient? The patient was not properly sedated and air was present in the syringe: we saw in time that air was present. Can you confirm where the leakage is occurring, at the luer connection? At the plunger seal? Is there any visible damage to the device? The leakage is at the plunger seal, and the device shows visible damage, the syringe has been set aside for checking and others from the same batch have been found with the same damage on the syringe barrel. Syringe lot 240224 syringe lot 2312017 syringe lot 2311114 - twisted syringe tip prevents extension plug from being connected can you confirm that the leakage occurs when using a pump or by hand? The leakage occurred with use on a pse this time.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Additional information: the barrel was damaged.

Manufacturer narrative:
Follow up MDR for additional information. Following the submission of the initial MDR, additional information was received by the customer. The barrel of the syringe was damaged. Annex a code updated to a0406 - material deformation (2976) from a0504 - leak/splash.

Event description:
No additional information.

Manufacturer narrative:
(B)(4)follow up MDR for device evaluation: two physical samples were provided to our quality team for investigation. Through visual inspection the barrel is observed to be damaged between the 30ml and 40ml marking. As a result of the damage, leakage occurs when the stopper is moved across this portion of the syringe, verifying the reported incident a device history review was performed for the reported lot 2312017, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Ten retained samples of the reported lot were used for additional evaluation. All product was inspected and no damage or defects was observed on any of the devices. While we cannot identify a direct issue, based on the damage observed it was determined this likely occurred during the assembly process. Manufacturing personnel have been notified of this incident. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.